Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 15 mg/ml at 2.046 mg (dose) via an implantable pump for unknown indications for use. It was reported that there was a possible pocket fill during a routine refill in the office by the physician. There were no environmental/external/patient factors that may have caused or contributed to the event. It was reported that the patient went for a refill and concentration change (morphine 10mg/ml to 15mg/ml). The patient started feeling overdose symptoms and emergency medical services (ems) was called. The patient was admitted to intensive care unit (ICU) and placed on a narcan drip and ventilator. The pump was interrogated on 2024 in the ICU and no events other than the programming on 9/9/24 were on the logs. The rep stated that the pump was functioning properly. It was unknown if the issue was resolved and the patient's status was "alive-no injury". The patient stated that the physician told him that the pump malfunctioned and dumped the medication into him. There was no surgical intervention and none was planned. The patient's weight and medical history was asked but would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a company representative who reported that although the patient was told by the physician partner that the pump malfunctioned, the patient did not believe that to be the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.